Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during set up or inspection, the suture cutter got stuck. The procedure was successfully completed without delay using a smith and nephew back up device. No patient injury or other complications were reported.

Manufacturer narrative:
H10, h3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A visual inspection revealed the carbide inserts cutter tip appears stuck at the distal tip. The device shows no signs of stress. Appears free of burrs and nicks. A functional evaluation revealed the opening and closing of the jaws could not function as expected. The complaint is confirmed and the root cause is associated with a mechanical component failure. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. Internal complaint reference: (B)(4).